Event description:
Novofine needle broke in the skin during injection, causing need for surgery [needle issue]. Case description: this serious spontaneous case from denmark was reported by a consumer as "novofine needle broke in the skin during injection, causing need for surgery" beginning on (B)(6) 2015 and concerned a (B)(6) male pt who was treated wit novofine (needle) from unk start date due to type 1 diabetes mellitus. Pt height, weight and bmi not reported. Medical history included type 1 diabetes mellitus (during has to live with his diabetes all his life). The pt had a history of needle broken about 2 years ago however at that time the needle was removed but has left the pt with an ugly scar (captured in (B)(4)). On (B)(6) 2015, the needle broke while in the skin during injection which caused hospitalization of the pt in order to surgically try to remove the needle from the stomach skin. The surgery was not successful. The pt changes the needle with every injection. Action taken with novofine was not reported. The outcome for the event was unk. This case is linked to argus number: (B)(4) (same patient).

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) case description: investigation results novofine&#58186;batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: investigation results; manufacturer's comment. Manufacturer's final comment: 18-jun-2015: as the needle has not been returned to novo nordisk a/s for investigation and batch no. Is unknown, it is not possible to identify a clear root-cause of the experienced event. Continued: evaluation summary. Novofine batch unknown. No investigation was possible, because neither sample nor batch number was available.